Event description:
It was reported that the safety labeling came off on the universal handswitch during a routine equipment evaluation at the user facility, by a manufacturers' service technician. The safety labeling missing from the device creates a potential for the device to be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The handswitch is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that the safety labeling came off on the universal handswitch during a routine equipment evaluation at the user facility, by a manufacturers' service technician. The safety labeling missing from the device creates a potential for the device to be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences. It was also reported that during testing conducted at the manufacturer facility the extension assembly tab that extends over the lever was broken off. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.